Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using lyumjev insulin and cold insulin during the loading sequence and was educated that this is off label insulin use. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 85-100 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.